Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p127 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p127 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the recirculation pump tubing broke after 1554ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit was requested; however, the smart card and photographs will be returned for evaluation.

Manufacturer narrative:
An investigation was completed based on the complaint description and customer provided photographs. The complaint kit and smart card were not returned for evaluation. A review of the customer provided photographs confirms a leak at the joint between the recirculation pump loop and the t-connector. The tubing leak indicates the solvent bond joint was insufficient; however, this could not be verified based on the photographs provided. The device history record (DHR) review did not result in any related nonconformances. This lot passed all lot release testing. The root cause of the tubing leak could not be determined based on the available information. No further action is required at this time. (B)(4). (B)(6) 2026.